Event description:
It was reported that the pt's lead eroded about 2 inches out of her body. It was also reported that the pt had an infection at both the stimulator and the lead location. The system was explanted. The pts status was reported as good approx one month post-explant. Additional info has been requested, but was not available as of the date of this report.